Event description:
The customer states having issues with the architect folate assay, the controls are out of range and the calibrations are out of specification. The customer requested field service to perform an internal decontamination procedure on the analyzer. There was no impact to pt management reported.

Manufacturer narrative:
Microbial contamination of the architect i2000/i2000sr systems wash buffer fluidics pathway can occur during the manufacturing of the instruments. The root cause was identified as the use of contaminated parts from vendors and/or storage and shipping of instruments under favorable microbial conditions, or microbially contaminated architect systems automated reconstitution module (arm) to prepare was buffer. The current antimicrobial agent in the wash buffer is unable to prevent growth of microorganisms to high levels. Additionally, the current decontamination procedure for the wash buffer fluidics pathway reduces the microbial contamination but does not completely eliminate it. Certain microorganisms that contaminate the wash buffer (line diluent) fluidics pathway on the architect i2000/i2000sr systems can produce folic acid, or a structurally similar metabolite. This microbial folic acid is then added to the reaction mixture, as the wash buffer is used to dilute both sample and conjugate and to wash the microparticles in the folate assay. If the contamination increases to a high enough level (approx > 25,000 colony forming units (cfu's), the architect folate assay performance can be affected by the microbially produced folic acid in the wash buffer. As a result of the investigation, the following corrective actions will be implemented: architect i2000/i2000sr systems are now flushed with deionized water followed by air within 2 hrs of completing functional testing. Additionally, the instruments are stored and shipped with air in the lines. Previously manufactured architect i2000 instruments manufactured were stored and shipped with a wash buffer filter installed. These instruments are now stored and shipped without the wash buffer filter installed. Upon instrument installation, abbott field service now decontaminates the architect i2000 system per the internal decontamination procedures and installs a new wash buffer filter. The wash buffer transfer pump, which is received directly from the vendor, was found to be bacterially contaminated. The vendor has changed the manufacturing procedure to include flushing the pump with isopropyl alcohol prior to shipment to abbott. The investigation revealed the architect arm module received directly from the vendor, was bacterially contaminated. Abbott is working with the vendor to address the microbial contamination issue. Improvements to the instrument decontamination procedure are in process. The improvements will ensure the decontamination solution contacts all portions of the buffer fluidics pathway. Internal decontamination procedures were revised to correct the fluid loading issues that could sometimes prevent the procedure from executing properly. Representatives will be added to the wash buffer to improve control of microbial growth. This is the final report. End of report.